Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4) the reported device was manufactured and distributed by (B)(4), howmedica osteonics corp.¿s purchased certain assets of (B)(4) on august 1, 2014.  Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
3.2mm guide wire cold welded into guide wire sleeve. Doctor was upset when we informed him we didn't have a back-up. We ended up needing to essentially freehand the 1st guide wire, which was sub optimal and required multiple attempts. Cold welding occurred either by loosening of threads on guide sleeve/cap interface or surgeon error (deviating pitch of hand piece off center). Also, surgeon had difficulty with the "dynamic tibial" screw, both with drilling and screw insertion. Gentle pecking was required for drill to find the slot in the nail and subsequently surgeon needed to use live fluoro to successfully insert the screw (using hand driver). End result was satisfactory and surgeon has committed to using a3 again.